Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: dust has accumulated inside of the main unit, and the output connector is worn out and causes rattling. Based on the results of the investigation, a definitive root cause for error e102 (light source temperature switch error) could not be determined. The event can be prevented by following the instructions for use which state: content about error code of the light source equipment (this product is clv-s190) is described in the instruction manual of the processor(cv-190). It is not described in the instruction manual of this product. Cv-190 chapter 9 when abnormality occurs 9.2 how to tell the abnormality and how to handle it. About dust, we confirmed the contents of the instruction manual (clv-s190 for safe use). We judge that the phenomena can be prevented by the description: avoid using the product in dusty environments as this could lead to device damage. Olympus will continue to monitor field performance for this device.

Event description:
The issue was observed during preparation for use, prior to an unspecified procedure.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source displayed an e102 error. It is unknown when the issue was found. There were no reports of patient harm.